Event description:
It is reported that upon impaction, the poly screw plug detached from and exited out the top of the baseplate.

Manufacturer narrative:
Info was received from a distributor who is not required to complete from 3500a. This report will be amended when our investigation is complete.